Event description:
The device was used during a laparoscopic gastrojejunostomy. Reportedly, the cartridge was difficult to unload and the device misfired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.